Event description:
During a laparoscopic bilateral salpingo oophorectomy, the physician was cutting a suture with the laparoscopic metz scissors. The blade of one side of the scissors came completely out of the joint and fell into the patient's peritoneum. After an unsuccessful attempt to retrieve it while it was visualized, the blade was successfully retrieved using a magnet because the blade was no longer visible. An xray of the abdomen and pelvis was obtained which resulted in a negative reading.